Event description:
It was reported to philips that the system failed to bootup correctly. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system on site and confirmed that the 1-phase ups (uninterruptable power supply) was faulty. A review of system log file indicated shows marathon ups error. The fse has bypassed the ups. The 1 phase ups is an optional component that can be installed in allura and azurion systems to support a controlled shutdown of the pcs (the computers that control the system) in the event of a mains power failure. After bypass, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome. The failure of the 1 phase ups can be attributed to the issues resolved in philips correction 2024-igt-bst-009.